Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient was transferred from an outside hospital on va ECMO and impella 5.5 support. Neurological status was intact, and no issues were noted with impella support at performance level p-3. Echocardiography measured 5 cm to the aortic valve annulus. The patient arrived with an existing axillary pocket hematoma and exhibited north-south syndrome. Right ventricle was dilated. The plan was to consult surgery for possible adjustment of the drainage cannula, which was positioned too low, and for hematoma assessment. On (B)(6) 2025, the patient experienced a gastrointestinal bleed and was off anticoagulation until the morning of the report. It was also reported that there was a sleeve tear.